Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right atrial (ra) and right ventricular (rv) channels, which was oversensed and caused greater than two seconds of pacing inhibition. No adverse patient effects were reported. The device remains in service.